Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an unexpected restart alarm. The customer's blood glucose was 216 mg/dl. The customer stated that he gave himself multiple manual injections. Explained the alarm to customer and assisted with clearing the alarm. The customer found an unexpected restart alarm, an external ram crc error alarm, watchdog timeout alarm, a battery out alarm and a bad battery alarm in the alarm history of the insulin pump. The customer stated that the insulin pump was not vibrating after performing the self test twice. Advised that the customer return the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.